Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices. A company representative confirmed the issue and the ipg was deemed inoperable. The patient no longer has therapy. Surgical intervention is planned to address the issue.